Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the toothbrush broke off at the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number was not reported and sample was not returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and potential malfunction revealed no adverse trends. Retain samples were not evaluated as a lot number was not reported. Based upon an acceptable manufacturing and related product change review, lack of a sample and valid lot number and no adverse trends, a root cause could not be determined for this complaint. This case will be reopened and investigated accordingly upon receiving the sample or valid lot number. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from unspecified to 18711sg m1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data revealed no adverse trends. An increase in complaint volume was noted which could be attributed to an increase in shipment quantity. There were no related manufacturing /facility issues found and no changes were made to the design, formula, packaging or labeling from this product's first release to its date of manufacture of the lot. One toothbrush lot 18711sg m1 was received. The toothbrush was cracked at the thumb grip. Packaging was not returned. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle was changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 18711sg m1 was acceptable. No adverse trends were noted with this product or lot. The break occurred due to high compression forces on the handle. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the toothbrush broke off at the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A lot number was not reported and sample was not returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and potential malfunction revealed no adverse trends. Retain samples were not evaluated as a lot number was not reported. Based upon an acceptable manufacturing and related product change review, lack of a sample and valid lot number and no adverse trends, a root cause could not be determined for this complaint. This case will be reopened and investigated accordingly upon receiving the sample or valid lot number. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 18711sg m1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the toothbrush broke off at the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number was not reported and sample was not returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use and potential malfunction revealed no adverse trends. Retain samples were not evaluated as a lot number was not reported. Based upon an acceptable manufacturing and related product change review, lack of a sample and valid lot number and no adverse trends, a root cause could not be determined for this complaint. This case will be reopened and investigated accordingly upon receiving the sample or valid lot number. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, the toothbrush broke off at the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.